Event description:
It is reported that a customer experienced high blood glucose of 320 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting and resetting the fixed prime on the pump. The customer insulin pump works as designed. The customer was sent new reservoirs. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.